Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready to use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted gastric bypass surgical procedure, site contacted intuitive technical support engineer (tse) to report erbe had monopolar energy delivery failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: problem arose during the surgery. First, the monopolar scissors were "interrupting" the work. Site replaced the cable ¿ with no effect; they tried "pressing" the plug ¿ with no effect; they changed the socket ¿ with no effect. They opened another set of monopolar scissors ¿ with no effect. The surgery was completed with same erbe without the monopolar instrument, using a vessel sealer and bipolar forceps. Procedure was delayed by 15 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and the reported issue was confirmed but not replicated. In error log, (c-00) errors was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The unit will be returned to original equipment manufacturer for further investigation. The probable root cause could be attributed to a default error state of c-00 on the erbe generator. This error can be resolved through performing a software upgrade or replacement of the generator.